Manufacturer narrative:
As received, a complete lead was returned in one piece. Electrical testing did not find any indication of conductor fractures or internal shorts. Visual inspection and x-ray examination of the lead did not find any anomalies.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in clinic. Upon review, it was found the left ventricular lead was found pulled back out of the target vein and exhibited high capture threshold. A chest x-ray test confirmed the dislodgement. The lead was removed and replaced on (B)(6) 2019. The patient was stable before, during, and after the procedure.